Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure 12.9 and 13.0 volts direct current (vdc) upon receipt. Both batteries accepted charge and passed load testing. Conductance readings are also within specification following testing. Per data log analysis, the system was used on (B)(6) 2018. The next power up is on (B)(6) 2019. This would have depleted the battery close to the 12 amp hours (ah) reported in the complaint which is normal. Most likely the batteries just needed to be charged. There is no indication of a problem in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per fsr, according to the logs the system was last powered on (B)(6) 2018. After charging the batteries for an extended period of time, the unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 12.0000 amp hours (ah). There was no patient involvement.